Event description:
During pci the patient had one non-medtronic stent at first obtuse marginal and one unknown driver stent deployed during same procedure. Approximately 24 months post pci patient taken to hospital due to cardiopulmonary arrest and then expired.treatment or details of death are unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (death), (root cause of death cannot be determined), (no device received for evaluation). (B)(4).